Event description:
Upon opening the inner package, the patella was found to be stuck to the package seal. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: inner blister lid caught under outer blister seal. Packaging deficiency permitted this event. Corrective action has been taken, the inner blister having been redesigned and its use initiated in june 1997.